Manufacturer narrative:
The pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 95 mg/dl. The customer states they were rewinding the pump when the motor error came up. The customer states they were wearing the pump during an ultrasound of her neck. The customer states they are unable to complete the rewind. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.